Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Alleged failure: update: the moisture could be wiped away. The cracked cause blurriness . The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be misaligned inner lenses, rough handling during sterilization and/or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.